Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device implant procedure, lead rotation difficulty and retraction failure was observed on the ra lead. Lead was removed and a new lead was implanted. Patient was stable with no adverse events.